Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon the reported event was confirmed due to damaged cable connector. It was also noted multiple dead pixels on image. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus the image on their hd autoclavable camera head is intermittently displaying. The event occurred during preparation for use in an unspecified procedure. There was no reported death, harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed an intermittent image due to a damaged cable connector. The specific root cause of the damaged cable connector could not be determined at this time. Olympus will continue to monitor field performance for this device.